Event description:
A medtronic representative reported that the site had an issue with the camera timing out when using the polestar integrated camera on a synergy spine case. Use of the system was continued with no impact on pt outcome.

Manufacturer narrative:
Pt information not available at the time of this report. The system was checked to identify the component that needed replacement. A RMA was issued for the returned/replacement of the relay box. The device has not been returned to the manufacturer.